Event description:
The below report was received by health authority ansm (reference number: (B)(4).) (B)(6) 2023; this spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("essure devices must be urgently removed because they are disintegrating in my body") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. In 2011 she experienced headache ("headaches"), cluster headache ("cluster headaches"), endometriosis ("deep endometriosis"), fibromyalgia ("fibromyalgia"), musculoskeletal pain ("unbearable muscle and joint pain"), meningitis ("inflammatory meningitis"), mast cell activation syndrome ("systemic mast cells"), nausea ("nausea"), anal haemorrhage ("haemorrhages of anus (with suspicion of crohn¿s disease later ruled out)"), anal incontinence ("anal incontinence"), constipation ("chronic constipation (despite taking a daily laxative with almost no effect)"), urinary incontinence ("vaginal and anal incontinence"), arrhythmia ("cardiac arrhythmia"), presyncope ("vasovagal episode"), alopecia ("partial hair loss"), onychomadesis ("nail loss"), fatigue ("severe fatigue"), tinnitus ("tinnitus"), visual impairment ("visual disturbances"), peripheral nerve palsy ("paralysed pudendal nerves"), bronchiolitis ("bronchiolitis"), bronchitis chronic ("asthmatoid bronchitis"), loose tooth ("loosening of teeth"), aphasia ("aphasia"), mood altered ("mood alteration"), burnout syndrome ("burnout") and loss of libido ("loss of libido"). An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (urgent removal required). The reporter considered alopecia, anal haemorrhage, anal incontinence, aphasia, arrhythmia, bronchiolitis, bronchitis chronic, burnout syndrome, cluster headache, constipation, device breakage, endometriosis, fatigue, fibromyalgia, headache, loose tooth, loss of libido, mast cell activation syndrome, meningitis, mood altered, musculoskeletal pain, nausea, onychomadesis, peripheral nerve palsy, presyncope, tinnitus, urinary incontinence and visual impairment to be related to essure administration. The reporter commented: period of occurrence: 2011. Total loss of private and external relationships, all of my vital organs are affected by this poisoning, terrible permanent suffering, trouble falling asleep and on-going night-time awakenings. Current condition of the patient: I will have to undergo removal of my uterus, fallopian tubes and ovaries because these essure devices must be urgently removed because they are disintegrating in my body and poisoning me, causing all the evils I suffer from and I will have to undergo chelation therapy to detox in order to hope to be able to survive and recover¿ which is less certain given the progress of the damage to my entire body. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on (B)(6), 2023. The most recent information was received on (B)(6), 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("essure devices must be urgently removed because they are disintegrating in my body") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2007, the patient had essure inserted. In 2011 she experienced headache ("headaches"), cluster headache ("cluster headaches"), endometriosis ("deep endometriosis"), fibromyalgia ("fibromyalgia"), musculoskeletal pain ("unbearable muscle and joint pain"), meningitis noninfective ("inflammatory meningitis"), mast cell activation syndrome ("systemic mast cells"), nausea ("nausea"), anal haemorrhage ("haemorrhages of anus (with suspicion of crohn¿s disease later ruled out)"), anal incontinence ("anal incontinence"), constipation ("chronic constipation (despite taking a daily laxative with almost no effect)"), urinary incontinence ("vaginal and anal incontinence"), arrhythmia ("cardiac arrhythmia"), presyncope ("vasovagal episode"), alopecia ("partial hair loss"), onychomadesis ("nail loss"), fatigue ("severe fatigue"), tinnitus ("tinnitus"), visual impairment ("visual disturbances"), peripheral nerve palsy ("paralysed pudendal nerves"), bronchiolitis ("bronchiolitis"), bronchitis chronic ("asthmatoid bronchitis"), loose tooth ("loosening of teeth"), aphasia ("aphasia"), mood altered ("mood alteration"), burnout syndrome ("burnout") and loss of libido ("loss of libido"). An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (urgent removal required). The reporter considered alopecia, anal haemorrhage, anal incontinence, aphasia, arrhythmia, bronchiolitis, bronchitis chronic, burnout syndrome, cluster headache, constipation, device breakage, endometriosis, fatigue, fibromyalgia, headache, loose tooth, loss of libido, mast cell activation syndrome, meningitis noninfective, mood altered, musculoskeletal pain, nausea, onychomadesis, peripheral nerve palsy, presyncope, tinnitus, urinary incontinence and visual impairment to be related to essure administration. The reporter commented: period of occurrence: 2011. Total loss of private and external relationships, all of my vital organs are affected by this poisoning, terrible permanent suffering, trouble falling asleep and on-going night-time awakenings. Current condition of the patient: I will have to undergo removal of my uterus, fallopian tubes and ovaries because these essure devices must be urgently removed because they are disintegrating in my body and poisoning me, causing all the evils I suffer from and I will have to undergo chelation therapy to detox in order to hope to be able to survive and recover¿ which is less certain given the progress of the damage to my entire body. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.